Event description:
It was reported that the customer experienced a motor error alarm. The reported blood glucose level was 221 mg/dl. The product was returned. Nothing further to report.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No motor error alarm was noted. The motor passed the motor test. The pump also had minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.